Manufacturer narrative:
Describe event or problem : corrected describe event or problem from "the hospital did not report any patient effects" to "the hospital did not report any patient involvement" internal complaint number: (B)(4). Autonumber: # (B)(4). The hsk device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. The delivery device and the seal was returned inside the loading device. The seal and spring assembly was observed in the window of the loading device. The anchor of the spring assembly was observed to be on above of the left blue wing, which enabled the seal to properly load. Specks of blood was observed on the back of the loading device. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery tube. The delivery device, tension spring assembly, and seal was removed from the loading device. No cracks or delamination were observed on the seal. The following measurements were taken; the inner delivery tube diameter was measured as .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "premature deployment" and analyzed failure "fitting problem" were confirmed. The DHR for the hsk subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal was already deployed. The right button was already pushed in. A replacement device was used to complete the procedure. The hospital did not report any patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal was already deployed. The right button was already pushed in. A replacement device was used to complete the procedure. The hospital did not report any patient effects.